Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Three replacement 8pack battery kits shipped to site. Return requested. Replacement 6pack battery kit shipped to site. On 03/03/2016 a medtronic representative performed a navigation system check-out, all areas passed. Replaced (30) weak x-ray batteries, will not indicate charge hold when umbilical cable is unplugged from powered up imaging system. Tested imaging system operations. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system x-ray batteries were not holding a charge. No further details regarding were provided. There was no patient present when this issue was identified.